Event description:
The original case date for treatment of the pt's abdominal aortic aneurysm was on (B)(6) 2007 with a good end result. On (B)(6) 2013 the clinician advised that the pt had developed a type 1b endoleak. The right sided contralateral leg had worked free from its initial placement in the right common iliac artery and was now situated in the main aneurysm sac. The pt had a re-intervention on (B)(6) 2013 where a leg device was successfully implanted to seal the type 1b endoleak.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no info to suggest that the device has not met the final release criteria. Type 1b endoleaks have been reported with every evar device and are a well-documented and clinically understood complication of evar surgery which has multiple causes. The event rate is within clinical expectations.